Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, the trunk cable was cut. The root cause for the open wire was excessive force. The root cause for the cut cable is physical abuse. No adverse event resulted from the defective equipment.

Event description:
During the review of service data, a reportable malfunction was found.